Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) front bezel was damaged and required a replacement during pm services. There was no patient involved.

Manufacturer narrative:
Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated b4, g3, g6, h2, h11. After further review, an final emdr for this complaint was incorrectly submitted. As there was no malfunction and the replacement was routine replacement. The device was not yet with the customer, making it non-reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a.